Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the error on console two has returned. Tse verified open ticket for issue. Prior to calling in, caller power cycled the system twice, but errors persisted. Tse inquired if both consoles were needed for their case today and caller stated they only needed one. Tse recommended customer disconnect console two fiber cable. Customer disconnected console two and powered system back on without error. Customer is utilizing system with single console. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) viewer to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Fa performed troubleshooting and verified reported issue while on site. Recorded error logs show error 32145 and after further investigation found issue with viewer. Performed a visual inspection and found no problem related reported issue. Verified 32145 error in lighthouse/aperture and then installed on an internal eft system. During system testing was able replicate reported issue, got errors 32101 and 32145 on start up. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.